Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-jul-2023. H6: investigation summary: 2 samples were received and tested by our quality team. The customer's complaint of separation was immediately verified due to the tubing being separated from both samples' blood drip chambers upon receipt. The set was analyzed under a high power digital microscope and there was a clear lack of solvent applied to tube where it was inserted into chamber. The manufacturer was notified about this failure, and they have concluded that the root cause is due to improper solvent application by operator at that point in device assembly. A device history record review was performed and there were no relevant production issues or quality notifications.

Event description:
It was reported that the bd gravity administration sets tubing fell apart. Patient 3 of 3. The following information was provided by the initial reporter: verbatim : we had (B)(4) reported incidents on item 10010903. In (B)(4) separate occasions, the tubing fell apart during setup.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd gravity administration sets tubing fell apart. Patient 3 of 3. The following information was provided by the initial reporter: verbatim : we had three reported incidents on item 10010903. In 3 separate occasions, the tubing fell apart during setup.